Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) evaluated the iabp, and verified problem reported by customer of the iabp alarming with "blood detected" and had several auto-fill failures which occurred in logs. Although, there was no blood found upon inspection. The fse also noted that the solenoid driver board was out of calibration. The fse replaced solenoid driver board as part of solenoid driver field service action. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed blood detected in the catheter, but there was no visible blood. The customer also reported that the iabp had failed a leak test as well. There was no patient information provided, but no patient injury or adverse event was reported.